Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.50/+5.5/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault and blurred vision. The lens was repositioned on (B)(6) 2021 but the problem was not resolved so the lens was explanted. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.